Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. No anomalies were found. The outer insulation was breached/cut, and blood was found on the proximal conductor. The helix was distorted/bent, and appeared to have been overstressed. Blood and body tissue/fibrotic growth was found on the distal end of the electrode. The lead exhibited apparent explant damage. Concomitant products: (B)(4) implantable pacing lead - 2012 (B)(6). (B)(4).